Event description:
It was reported via repair work order that the nurse call was not functional due to the damaged nurse call cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.